Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, a cartridge alarm was identified.

Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than 2 days and was using cold insulin, tandem technical support educated the customer this is considered off label use.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.